Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms on the modular cable (lot number 7306649) was confirmed via log file analysis; however, the alarm was unable to be reproduced during product testing. The returned modular cable and system controller were connected to a mock circulatory loop and were able to operate a pump without alarms arising or any issues, even with manipulation of the modular cable. The modular cable¿s wires were individually measured for continuity and tested for current leakage between each other. During continuity testing of the yellow wire (communication b), measured with resistances between 200-300 megaohms, with the measurement reading ¿open loop¿ upon certain cable manipulations. Although the driveline communication fault alarm was not reproduced during testing, the elevated resistance measured in the yellow wire could have resulted in the reported alarms. The submitted log files from (B)(6) captured driveline communication fault alarms active from the beginning of the log file on 29dec2025 which continued throughout the log file. The driveline communication fault alarm was associated with a communication b line of the modular cable. Data consistent with the report of the patient exchanging their system controller ((B)(6)) and the patient's system controller being exchanged in clinic ((B)(6)) along with the modular cable on 06jan2026 was captured. The log files from (B)(6) continued to capture driveline communication fault alarms. The driveline communication fault alarm was associated with a communication b line of the modular cable. These alarms remained active until 06jan2026 when data consistent with the report of the system controller being exchanged along with the modular cable was captured. Available information provided that the patient performed a system controller exchange to resolve the driveline communication faults; however, the alarms persisted after the exchange. Upon coming to the clinic on 02jan2026, the driveline communication faults were confirmed. A clinic visit was scheduled on 06jan2026, where the modular cable and system controller were exchanged together. The modular cable exchange resolved the alarms and no corrosion was observed. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the modular cable (lot number 7306649) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault and the patient performed a system controller exchange without notification to the team. The patient continued having the alarm. When the patient presented for dialysis, they made the patient call the clinic about the alarm. The patient then presented to the clinic and was hooked up to the system monitor. Replace backup battery (ebb) was seen, and the ebb was replaced. The driveline communication fault continued. There was a small tear noted on the patient side of the connection to the modular cable and the patient stated they may have gotten wet. Log files were submitted for review and the log files from the first system controller captured driveline_comm_fault alarm flags. The system controller was able to maintain pump function until the driveline was disconnected at 21:45:17 on (B)(6) 2025. The event log file from the current primary system controller, also recorded driveline_comm_fault alarm flags. An (f49) clock_invalid controller fault flag was active until the controller clock was synched at 12:32:17 on 02jan2026. The modular cable was replaced and no further alarms were observed. It was noted no signs of corrosion were observed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.